Event description:
It was reported that this pacemaker went from a battery status of 2 years remaining to a battery status of less than 3 months remaining 1 year later. Only a small increase in pacing usage was noted. The device battery was felt to be depleting prematurely. The physician plans to schedule a device replacement procedure on an unknown future date. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The return of the product was requested; however, additional information was received that this device was retained by the hospital. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker went from a battery status of 2 years remaining to a battery status of less than 3 months remaining 1 year later. Only a small increase in pacing usage was noted. The device battery was felt to be depleting prematurely. The physician plans to schedule a device replacement procedure on an unknown future date. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.